Event description:
It was reported that the patient came to the hospital on (B)(6) 2022 because the patient let the 14v emergency backup batteries (ebb) die and was on his backup battery for about an hour. The patient was given new batteries and sent back to the detention center. The patient had wear and tear right by the driveline exit site. X-rays showed a minor kink in the driveline near the exit site. Alarms started the evening of (B)(6) 2022. Log file review captured a pump stop because the driveline was disconnected. The controller clock was also corrupt which was most likely caused by the patient allowing the external batteries and ebb to drain. There was also an intermittent driveline power fault (power b broken event). The controller and modular cable were changed. Log files from the new controller and modular cable showed that the driveline power fault has not yet returned. The patient returned on (B)(6) 2022 with return of the driveline power fault alarm on the new controller. Log files showed that the driveline power b fault returned on (B)(6) 2022. Plans to further investigate the issue on site were made. Additionally, it was suggested that the driveline was disconnected through the log files but the patient stated that he did not disconnect the driveline but the validity of his statement was unclear. The driveline connector surface and female pins were cleaned and the driveline power faults cleared. The alarm reappeared on (B)(6) 2022. The alarm was permanently silenced but not cleared - log file review confirmed return of the driveline power fault. An external driveline repair was requested. The new modular cable was replaced during driveline cleaning. The patient returned to the emergency room on (B)(6) 2022 with audible alarms although they were permanently silenced last week. The most recent log files showed a driveline disconnect at 8:30. This was followed by driveline power faults and high current issues. Approval for a driveline repair was being worked on. A driveline repair was done on (B)(6) 2022. The modular cable was replaced again during the driveline repair. Following the repair self-sealing tape was placed over the repair area. The modular cable reportedly came unplugged on the night of (B)(6) 2022. Data from the log file indicated that since the repair both power conductors were delivering the same amount of current to the pump - which was a good sign that the issue had resolved. The driveline repair had seemed to fix the alarms and the patient was discharged home. It was later noted that the patient tended to have issues every time he got arrested. It was found that many of the issues were self-inflicted. Related manufacturer reference number: 2916596-2022-12988, 2916596-2022-13051, 2916596-2022-13238, 2916596-2022-13050.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable revealed green residue in the inline connector, indicative of oxidation/corrosion from fluid ingress. The observed fluid ingress and corrosion within the in-line connector could have contributed to the reported driveline power fault alarms that were confirmed through review of the submitted log files. The returned modular cable was connected to a mock loop, system monitor, power module and a test system controller. The controller was run on the mock loop with the returned modular cable for an extended period of time without any alarms activating. The modular cable was then tested per qap, modular cable test to evaluate the integrity of its wires and passed testing without issue. Multiple good faith efforts were sent asking for the lot number of the returned modular cable. To date, no response has been received. Although the driveline power fault alarm was not able to be reproduced during testing, the fluid ingress observed inside the inline connector has the potential to result in the driveline power fault alarms confirmed in the submitted log files. The patient later reported regularly partaking in water activities after the controller got wet and the pump stopped on (B)(6) 2022 (MFR#: 2916596-2022-14509 & 2916596-2022-14456). The device history records for the modular cable were unable to be reviewed due to no lot number being provided. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.